Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use.the ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The connector to j1 on the power management board was found to be disconnected. The connector was reconnected to address the issue.